Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. The physician indicated the ipg battery was 'dead' and needed to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.